Event description:
It was reported that the patient experienced a loss of therapeutic effect and her device was not working. The patient was not getting/feeling stimulation, which started the week before. Prior to that week, stimulation was working. It was indicated that the patient was going to the bathroom a lot and couldn't hold it. The patient had not had any falls or trauma. The patient's stimulation was adjusted from 3.0v to 7.1v. The reporter indicated that the patient was going to try that setting to see how it worked. It was indicated that the patient could feel stimulation sometimes and other times she did not. It was unclear if the patient could feel any stimulation or none whatsoever.

Event description:
Additional information received indicated that the patient had received assistance from their doctor or company representative and their concerns were resolved. It was stated that there was an appointment on (B)(6) 2012. No further information was received.

Manufacturer narrative:
Product ID, 3889-28 lot# v920746, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).